Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por). After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that backup mode with high voltage (hv) therapies disabled was noted on the implantable cardioverter defibrillator (ICD). Programming changes were attempted to reset the device but were unsuccessful. Instead, the physician explanted and replaced the ICD. There were no patient consequences.